Event description:
It was reported that outside of surgery the unit did not work power on. There was no patient involvement with no harm or delay reported. Due diligence is complete. No additional information is available. At product evaluation investigation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: saudi arabia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable and the cable insulation was damaged (no exposed metal wiring). The motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.